Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a pacer-dependent patient experienced significant pauses due to oversensing of myopotentials inhibiting pacing. Vf detection with aborted therapy was also noted due to the oversensing. High capture threshold was also noted. The lead was capped and replaced.